Manufacturer narrative:
H3 ¿ analysis of the returned catheter segment found ¿no significant anomaly - catheter sutureless connector ¿ tear in seal near guide ring¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial#(B)(6) implanted: (B)(6) 2026 explanted: (B)(6)2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-jan-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 15mg/ml at 2.1 mg/day. It was reported that during the initial implant procedure they could not aspirate once the catheter was implanted and connected. It was noted that the pump segment appeared to have a faulty colette connection. They tried multiple syringes and multiple needles to aspirate but they could not do so. When the pump segment was cut off, there was perfect csf flow. They opened a new catheter and replaced the pump segment and when connected to the new pump segment, it then aspirated perfectly. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the reported event.